Manufacturer narrative:
(B)(4). Date sent: 7/30/2020. D4: batch # t40r5z. Investigation summary the analysis results found that a flr02 device was returned inside the sterile package without apparent damage. Upon visual inspection, no damage was noted on the packaging. The event could not be confirmed as no damage was noted on the packaging. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic hand-assisted gastric cancer, before used on the patient, packaging was not opened however it was noted that the inner packaging (sterile packaging) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.